Event description:
It was reported that during the start of a planned da vinci-assisted surgical procedure, various recoverable and non-recoverable system errors were observed when the system. Anesthesia had already been administered to the patient and ports were placed. Due to the customer reported issue, the surgeon elected to abort the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified a fault pointing to an issue with the blue fiber cable (bfc). A hard power cycle was performed, including emergency power off (epo) of the patient side cart (psc). After the power cycle, the system started normally. The tse verified various errors in the logs pointing to arm #1. On of the errors reoccurred after the power cycle and as a result, the surgeon elected to abort the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped out universal surgical manipulator (usm) #1 with usm #2 which resolved the error. The fse then replaced usm #1 and usm #2 was placed back. Despite a slow launch and occasional connection issues, after multiple attempts, calibration and verification succeeded, and the system was repaired, verified, and tested, ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the universal surgical manipulator (usm) was received for failure analysis. The logs show an error indicating a voltage fault on the usm axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto test systems where the component functioned as expected and all relevant testing passed within specification. Once testing was completed, the axes controller arm (aca) was inspected, and no faults could be identified.